Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customers reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2022. Blood glucose reading was 34 mg/dl at time of hospitalization. Customer current blood glucose level was 313 mg/dl. Customer also reported other blood glucose event with blood glucose value 330 mg/dl. Customer was treated with food and glucagon. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of event. No further patient complications were reported. Device will not be return for further analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Correction: customer reported that he was sleeping and his blood glucose got low. Paramedics came on (B)(6) 2022 at 07:00 for the low of 34mg/dl. Customer treated with food. Paramedics gave him glucagon. Customer was not hospitalized. Per customer, the time/date on the pump was incorrect. At the time of the call, after the low treatment, customer had high blood glucose from the low treatment, which he treated with pump. Customer also had manual injection for backup to treat the high. Customer had been using the insulin pump system within 48 hours of reported low bg event. It was unknown if sensor was used. Pump does not have auto mode feature.